Event description:
Caller reported blood glucose results of 277 mg/dl on aviva system, 141 mg/dl on advantage system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
Medwatch with (B)(6) is for aviva system, medwatch with (B)(6) is for advantage system.